Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4).

Event description:
The reporter indicated the surgeon inserted a aq2015a 24.50 diopter silicone three piece lens into the patient's right eye. The back haptic got caught while being inserted into the eye and tore off. The lens was cut and removed without injury to the patient. Backup lens, same model and size was implanted. Cause of this incident was loading error by the tech.